Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis concluded that the device would not print. There was an overheat message in the print queue. No anomalies were found with the printer.

Event description:
It was reported the printer overheated and will not print. There was no patient involvement.